Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal): chronic urinary tract infections"), kidney infection ("infection (bladder/urinary tract/vaginal): kidney infection"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety"), autoimmune disorder ("autoimmune disorder type of disorder: undiagnosed"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"), genital haemorrhage ("abnormal bleeding (general)"), nephrolithiasis ("renal stones"), nausea ("nausea"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, kidney infection, depression, anxiety, autoimmune disorder, migraine, dysmenorrhoea, vaginal discharge, fatigue, diarrhoea, alopecia, genital haemorrhage, nephrolithiasis, nausea, vulvovaginal pain and back pain outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, depression, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, kidney infection, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events injury nos replaced with pelvic pain. Events vaginal, menorrhagia, urinary tract infections, kidney infection, depression and anxiety, autoimmune disorder, migraines , dysmenorrhea, vaginal discharge, fatigue, diarrhea, hair loss, genital bleeding, renal stones, vaginal pain & back pain were added. Lab data added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.